Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the auxiliary drawer 3.1 was failed the customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the auxiliary drawer 3.1 had failed. A technical support specialist noted that the cubie pockets had been replaced by the pharmacy. The issue was resolved.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the auxiliary drawer 3.1 was failed the customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.